Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump kept alarming no delivery. Blood glucose was 110 mg/dl. Customer has tried different insertion site and different infusion set. Troubleshooting had been previously done, determination was a possible site or set related issue. Customer had used different cannula lengths. Tubing was not bent or kinked. Customer's mother was advised to revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.